Event description:
Product malfunction involving one person. On 7/11/97, pt's clear lens cup exploded while disinfecting lens with enzyme. Is cup available for return: no; were lenses damaged: yes; lens type: sunsoft; parameters: 8.9, 15.0, -3.25-2, 75x52; -2.00-3.50x135; date lenses dispensed: 8/23/96; date aosept dispensed: unk; was there personal injury; no/no medical treatment was required; was there any property damage: no.